Manufacturer narrative:
According to the field, the lv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.